Event description:
Baxter reports a hosp nurse wanted to lift a full bag for its exchange and kept he tubulare in his hands. A disconnection of the tubing from the rotative clamp occurred almost spontaneously with the opening of the circuit. There was no clinical consequence. The line or medical intervention as a result of the incident.

Manufacturer narrative:
A prod sample is anticipated, but has not yet been rec'd for eval. A f/u report will be submitted when the eval is completed. A review of complaint history reveals 2 similar events rec'd for the lot# reported.